Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1: (B)(6).

Event description:
It was reported that the gastrointestinal videoscope exhibited blurry lens. The event occurred during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign object in forceps channel. Based on the results of the investigation, it is likely the following led to the malfunction: degradation problem. For the foreign object in forceps channel, a root cause could not be identified. Olympus will continue to monitor field performance for this device.